Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. It was confirmed via follow up that the issue has not recurred since the reported event. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a notification appeared stating that the tower touchscreen was not functioning. The filter function also did not work when using energy, making it difficult to maintain visibility. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved with backup insufflator smoke evacuation. The procedure was completed as planned. They did not use an external suction device instead of the insufflator smoke evacuation. The issue occurred when the smoke evacuation function was turned on after docking. The touchscreen was not functioning. The issue has not recurred since the reported event. The insufflation tubeset was inspected with no damage observed. There was no patient injury or harm.